Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xt clip (50407r1074) was successfully implanted. To further reduce mr, an additional clip (50407r1073) was inserted without issues. However, while in the valve, it was observed that one of the grippers was not functioning as intended and that the gripper line was broken. Interaction with the subvalvular structure was suspected. Therefore, the clip was removed and replaced. A new flail was observed on imaging. An xt clip (50407r1079) was prepped and inserted into the valve. However, this clip came in contact with the implanted clip, causing that clip to detach from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Due to insufficient reduce of mr, the third clip was removed and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported device damaged by another device (dislodged) and slda resulting in unchanged mitral valve insufficiency/regurgitation (mr), appear to be related to user technique/procedural conditions, and due to the clip that was being attempted to be implanted, interacting with this first implanted clip, leading to slda of this first implanted clip. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.